Manufacturer narrative:
Correction to section b1, b2, and h1 to serious injury for the delay in the procedure. Investigation conclusion: the investigation of the returned headway microcatheter found the implant of a non-microvention device detached in the hub, which is consistent with the advancement difficulty described in the reported event. However, an in-house stent was able to advance through the microcatheter hub and deploy from the distal tip without resistance during the investigation. Furthermore, the investigation did not find any damage or other anomaly with the hub or distal tip of the microcatheter that would have caused or contributed to the reported event. This report addresses the first microcatheter. The second microcatheter is referenced under MFR report# 2032493-2025-00159.

Event description:
Please see correction to section b1, b2, and h1 from malfunction to serious injury for the delay in the procedure. Please see section h11 for device investigation results.

Manufacturer narrative:
A search for non-conformance's associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. This report addresses the first microcatheter.

Event description:
It was reported as per our inr the same devices have their distal end not midline, so the flow diverting stents cannot be inserted and deployed. Upon check by the interventional neuroradiologist, the central hub of the catheter was not midline so the stent cannot pass thru. Device is still not with the patient but delayed the procedure and placement of the stent due to doing the placement check, as it happened twice for the same product, and they needed to do the catheter placement again prior deployment. The need to exchange and reposition the additional microcatheters added approximately an additional 30 minutes to the procedure. No harm was done to the patient. The patient is fine and well.